Manufacturer narrative:
(B)(4). The device would not communicate upon receipt due to a depleted battery. The device was tested on the bench and high current was noted. The cause of the high current could not be determined.

Event description:
This report is to advise of an event observed during analysis.